Event description:
This case was initially received via regulatory authority (FDA, reference number: mw5074415) on 26-jan-2018. This spontaneous case was reported by a physician and describes the occurrence of device dislocation ("extratubal position of the bilateral tubal occlusion devices. These appear to lie within the left pelvis and are suspected to be within the peritoneal cavity") in a female patient who had essure inserted. On (B)(6) 2017, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). The patient was treated with surgery. Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation outcome was unknown. The reporter provided no causality assessment for device dislocation with essure. Diagnostic results: imaging to confirm blockage showed extratubal position of the bilateral tubal occlusion devices. These appear to lie within the left pelvis and are suspected to be within the peritoneal cavity. There is bilateral tubal patency demonstrated. (B)(6) 2017: laparoscopy showed both devices in the peritoneal cavity. No visible tubal damage. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
It was initially received via regulatory authority (FDA, reference number: mw5074415) on 26-jan-2018. The most recent information was received on 10-sep-2018. This spontaneous case was reported by a physician and describes the occurrence of device dislocation ("extratubal position of the bilateral tubal occlusion devices. These appear to lie within the left pelvis and are suspected to be within the peritoneal cavity") in a female patient who had essure inserted. On (B)(6) 2017, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (laproscopy). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation outcome was unknown. The reporter provided no causality assessment for device dislocation with essure. Diagnostic results: imaging to confirm blockage showed extratubal position of the bilateral tubal occlusion devices. These appear to lie within the left pelvis and are suspected to be within the peritoneal cavity. There is bilateral tubal patency demonstrated. ??-???-2017: laparoscopy showed both devices in the peritoneal cavity. No visible tubal damage. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-sep-2018: quality-safety evaluation of product technical complaint. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.